Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, while trying to push the device to the lesion, the proximal shaft of the balloon fractured. The device was removed, and the procedure was completed with a different device. No patient complications were reported. It was further reported that the shaft broke approximately 10-15 cm from the hub.

Manufacturer narrative:
B5 - updated describe event or problem.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, while trying to push the device to the lesion, the proximal shaft of the balloon fractured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.